Event description:
According to the reporter, days following an inguinal hernia repair procedure, wherein intervention at the implant of the prostheses was performed, the patient felt intense pain in the operated area and in the intestine. The pain persisted well beyond the expected recovery period, becoming an incessant diffuse chronic pain; without respite, and no position, whether standing, sitting or lying down, seems to relieve the pain. Irradiation in the intestines and two CT scans were performed showing a slight colonic sigmoid junction infiltrate. The issue led to the patient having sleepless nights, constant fatigue, forced isolation from friends and family, and not being able to perform any normal or recreational activities. Due to forced isolation, the patient developed depression. The patient tried various treatments, but the issue remained the same.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.